Event description:
The customer reported to siemens that they obtained erroneously depressed enzymatic carbonate (eco2) results on two patient samples on a dimension exl with lm system. The erroneously depressed patient results were not reported to physician(s). The same samples were reprocessed on an alternate dimension exl with lm system. The reprocessed results recovered higher and were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed enzymatic carbonate (eco2) results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the erroneously depressed enzymatic carbonate (eco2) results on two patient samples obtained on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data and the information provided by the customer. Calibration was acceptable and quality control recovered within the customer¿s expected ranges. The review of the instrument data indicated no sample integrity issues. A siemens customer service engineer (cse) was dispatched to the customer¿s site and replaced the sampler, probe tips and performed the reagent 1 (r1) alignments, which were part of standard troubleshooting procedures. Hsc concluded that r1 alignments, might cause foam and produce erroneous results. Following this standard troubleshooting procedure, the issue appears to be resolved although a specific cause for this event was not identified. A product problem has not been identified. The customer is operational. The device is performing within specifications. No further evaluation is required.